Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported since (B)(6) 2018 having to charge more often. Some days they have to charge the ins for 3 hours and other times it takes 20 minutes to one hour to charge. The patient reported that their ins drains in a day and they have to charge it. The patient stated that their previous device lasted for 2 weeks. The patient stated that they do not use the therapy all the time, and they turn it off at times. The patient stated that the healthcare provider (hcp) told them to call the manufacturer. The patient charges to 100% full. The patient confirmed that the ins was at 30% charge and the controller was at 90% charged. The patient's temperature speed is at level 4. The patient connected to the implant and saw excellent quality. The patient stated that it is frustrating to charge often. It was reviewed that the controller is functioning as intended. The patient was forwarded to their hcp to address the charging daily. No symptoms were reported. No further complications were reported or anticipated.